Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H4: the lot was manufactured from january 28, 2020 - january 29, 2020. H10: the device was received for evaluation containing 34ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. This was observed after use of the device. It was further reported that at the end of the expected therapy time of 46 hours, a small amount of solution remained in the bladder. The device had been filled with 3000mg fluorouracil and 40ml dextrose. There was no patient injury or medical intervention associated with this event. No additional information is available.